Event description:
Patient complained that the moss nasojejunal tube removed with balloon intact. Surgeon removing stated not aware of balloon on tube; however, on inspection of tube noted the balloon was deflated. Patient prescribed topical gel for discomfort. No permanent injury.